Manufacturer narrative:
Analysis was no able to be performed as no response was received after multiple attempts to gather additional details, including product information and event details. Although the pic would not be the device to initiate nibp measurement, no other product details were provided; therefore, the issue is being reported against the pic. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this facility shows the problem has not been reported again. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an unspecified patient information center(pic) ix indicating that the non-invasive blood pressure (nibp) arterial pressure is calculating incorrectly. It is unknown if the device was in use at time of event, and there was no adverse event reported.